Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. No stent was present with the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported kinks.

Event description:
Reportable based on device analysis completed on 05-aug-2020. It was reported that shaft kink were encountered. The target lesion was located in the ostial of vertebral artery. A 6.0mmx14mmx150cm express sd was selected for use. However, it was noted that the device was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, device was returned without a stent and was dislodge outside the patient during preparation.